Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was successfully explanted and replaced due to lead dislodgement. The patient was stable.